Event description:
It was reported that the patient presented remotely via merlin.net. Device transmission showed the patient's pacemaker was prematurely leaving automatic mode switch due to under-sensing on the atrial channel. It was reported that the patient also had diaphragmatic stimulation. The patient was symptomatic to the premature exit of automatic mode switch. Programming changes were made to the device. Additional information was requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Device transmission showed the patient's pacemaker was inappropriately mode switching due to under-sensing on the atrial channel. The patient was asymptomatic. Programming changes were made and the patient was stable throughout.